Manufacturer narrative:
Follow-up #1 date of submission 08/04/2016 - correction: additional info ¿ the reporter alleged presence of moisture behind the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok, up and down keypad buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: moisture was observed behind the display. The up, down, ok and contrast buttons were under-responsive to user presses. The keypad was removed and no damages were noted to the button contacts or the keypad flex.